Event description:
I began using these condoms (skyn cocktail club) approximately 4 months ago and have had recurrent, at times constant, pain, redness, swelling, burning, itching, superficial skin damage and scarring. It manifested as a delayed type IV hypersensitivity reaction, presumably to the "sensual masking" agent and fragrance agent that is used and entirely undisclosed on this product. This was also done without informing the public of the change of ingredients including fragrance and whatever other potential carbomers, thiazoles etc. That are used in the manufacturing of a polyisoprene condom. Additionally, this is an issue considering this product touts itself as "latex free" which is misleading considering they are using agents that are just as, if not, more harmful than latex itself for sensitive individuals. I had to get prescribed corticosteroids to attenuate the issue and it still took weeks to clear up and has caused lasting damage to penile skin, enough so that it was suspected that I may have developed lichen sclerosis.